Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was checked with this right ventricular (rv) lead was told that the lead was loose or broken. There is no further information available to date. The lead remains in service. No adverse patient effects were reported.